Event description:
On (B)(6) 2010 - pt underwent open porcine mesh implant. Approximately 3 weeks post-implant, pt developed a fever which spiked to 103 degrees f. Pt presented to the ER. An abdominal CT scan was performed which showed a seroma underneath the area of the mesh implant. The pt was admitted to the hosp. An infected seroma was diagnosed. On (B)(6) 2011 - pt underwent percutaneous drainage of the seroma. On (B)(6) 2010 - pt recovering well and was discharged to home from the hosp.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While seroma is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time.